Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient's mother reported on (B)(6) 2014 her son's blood glucose reached 435 mg/dl so she took him to the hospital where he was diagnosed with diabetic ketoacidosis. They placed him on an insulin and saline drip. The pod was removed and discarded at the hospital.